Event description:
The user facility reported that during a patient procedure, the table was in trend position and while commanding the table to level the leg section began to raise and the back section began to lower. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. No issues were noted and the reported event was unable to be duplicated. The technician tested the table through all functions and returned the table to service; no further issues have been reported. The user facility stated they were not sure if they were using the hand control properly. Steris offered in-service training on the proper use and operation of the surgical table however the user facility declined.